Manufacturer narrative:
Date sent: 8/21/2017. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The clips did not hold when placed. No patient consequences was reported.